Event description:
Event description cpi received information that this endotak lead was removed from service due to dislodgment. The physician elected to replace the lead with an active fixation lead.